Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged speaker issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 100% to 5% within 12 hours. In addition, the battery fully depleted and the pump shut off multiple times due to the battery issue. The customer also reported the pump did not beep when declaring low power alerts. The customer experienced elevated blood glucose (bg) levels over 600 (mg/dl) with moderate to large ketone levels. Reportedly, the customer's healthcare provider identified the large ketone level as life threatening. The customer charged pump, reloaded the cartridge, changed infusion set, bloused via the pump and set a temporary basal rate of 250% for 4 hours to address bg. The customer's partner assisted with the treatment as the customer's vision was blurry due to high bg. Reportedly the customer would continue to use the pump for insulin therapy.